Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 50mg/dl. The customer treated with raisins. Customer indicated that their low blood glucose was due to an infusion set that would not stay in place. Customer declined low blood glucose troubleshooting. No further troubleshooting was performed and no further details given.